Manufacturer narrative:
Implant date - corrected to (B)(6) 2014. Explant date - corrected to (B)(6) 2014. Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received complete and intact. Visual inspection revealed surface residuals (debris/particles) on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. No further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. A review of the manufacturing process and/or materials show there were no changes associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that when inserting the intraocular lens into the eye a capsular tear was noted. The surgeon changed the power of the lens and placed a new lens in the sulcus.

Manufacturer narrative:
Implant explant dates - reported lens was not implanted/explanted. Location contact, occupation is not known. All pertinent information available to the manufacturer has been submitted. Placeholder.